Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure two device tips broke off into the wound and was retrieved and one device tip melted. There was no patient injury.